Manufacturer narrative:
(B)(4): the customer has advised physio-control that they have decided not to repair the device due to the age of the device and the availability of parts. The customer has removed the device from service to be retired. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was locking up when it was powered on. The device could not be used for defibrillation therapy when this occurs. There was no patient use associated with the reported failure.